Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-23 (k051148); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon deployment of a 23 millimeter (mm) transcatheter valve in a patient with an annular perimeter of 67 mm, the valve was positioned slightly deep at an implant depth of 5 mm on the non-coronary cusp (ncc), and 8 mm on the left coronary cusp (lcc). An attempt was made to recapture the valve; however, the valve could not be recaptured due to the valve frame. Subsequently, the valve was fully deployed. Following the implant of the valve, mild to moderate paravalvular leak (pvl) was observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon deployment of a 23 millimeter (mm) transcatheter valve in a patient with an annular perimeter of 67 mm, the valve was positioned slightly deep at an implant depth of 5 mm on the non-coronary cusp (ncc), and 8 mm on the left coronary cusp (lcc). An attempt was made to recapture the valve; however, the valve could not be recaptured due to the valve frame. Subsequently,the valve was fully deployed. Following the implant of the valve, mild to moderate paravalvular leak (pvl) was observed. No patient complications were reported as a result of this event. Additional information was received indicating that no treatment was performed for the pvl. There was nothing regarding the patient anatomy that contributed to the positioning issues.